Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it stopped working in (B)(6) 2020. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the inflation and mechanical issues was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the ams700 flat reservoir was visually inspected, leak tested and microscopically examined; no visual damage was found upon inspection. The reservoir passed all tests performed. The ams700 cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had a large hole in the outer tube with broken fabric threads in the proximal cylinder body; a leak was present. Cylinder 1 also had a bulge when inflated with a syringe. Both cylinders had wear at the fold in the proximal cylinder body and in the cylinder body. Both cylinders were not pressure tested due to the leak that was identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under the microscope, it was observed that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the deflation test. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it stopped working in (B)(6) 2020. The device was nonfunctional and would not inflate. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The removal and reimplantation was reported to be successful.